Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause for autoclave sterilization was performed mistakenly was not established. The most probable cause of other malfunctions identified during investigation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subjected device had autoclave sterilization was performed mistakenly, corrosion on the electrical contacts, corrosion on the scope mount, corrosion on the free lock lever, loose cable, scratches on the main body (lens), dull operation of the scope mount, dull operation of the free lock lever. There was no patient involvement.